Event description:
Reporter alleged that, following start up, the surgeon console screen displayed no image. No image was displayed on the auxiliary display (external to versius surgical system). The reporter alleged that the issue was resolved via power cycling the surgeon console three times, after which the display was visible as normally and the procedure could be performed. No harm was reported in relation to this event. At the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Although the device was used successfully following the alleged event, inspection of the device is necessary to ensure that the event does not reoccur.